Manufacturer narrative:
Unit had intermittent button response due to moisture damage on keypad trace. No button error alarms occurred. Unit passed the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. However unit had loud motor noise during rewind due to faulty motor.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 68 mg/dl. Troubleshooting was performed. The device was returned for analysis.